Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of 338mg/dl, 274mg/dl and 147mg/dl. Quality controls were expired. No adverse event reported. Customer no longer has strips; a replacement was sent.